Event description:
It was reported that prior to an unknown procedure, the first device had the stop cock disassembled. The shaft and the handle were also disassembled. The second device had the stop cock disassembled. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 07/17/2008. Information anticipated, but unavailable at this time.